Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Customer was not getting low reservoir alert. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery alarm. No delivery alarm/occlusion and audio/vibrate anomalies due to unresponsive button. No button error alarm during testing. Insulin pump received with minor scratched lcd window. (B)(4).